Event description:
This report is against (B)(4). The only information contained in this report is correction or additional information. This report is for two unknown intermaxillary fixation self-drilling 2.0 millimeter matrixmandible screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for two unknown intermaxillar fixation self-drilling 2.0 millimeter matrixmandible screws/unknown lots. Devices broke during insertion and were not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The retained screw of a few millimeters was not retrieved and left in place. Additionally, a fragment of the broken screw was removed and is being retained by the hospital. The procedure was successfully completed.